Manufacturer narrative:
This report is part of a retrospective review and remediation. Customer reports: transmitter not communicating with pump anomaly. Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. Unit was able to charge properly. After removing device from charger, the green led flashed properly. Unit passed functional including rf ble test, downgrade, download and accuracy test. In conclusion: the customer complaint of communication anomaly is not confirmed, transmitter is working as expected.

Event description:
Medtronic received information that no com pump to xmtr-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.